Manufacturer narrative:
The reported sticking trigger was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly a toggle lever assembly failure was found. It was confirmed that no unintended activation was observed due to the sticky trigger and that there was no safety issue associated with this malfunction.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the trigger of the device was getting stuck in the on position, a condition in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.